Event description:
It was reported that the procedure was to treat the mildly calcified and mildly tortuous, 100% stenosed, concentric lesion in the distal left anterior descending (lad) coronary artery. A guide wire crossed the lesion and then the 2.25x12 mm traveler balloon dilatation catheter (bdc) was advanced but failed to cross due to the anatomy. The shaft also became kinked and there was resistance during independent removal with the anatomy. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us.